Event description:
It was reported by the patient that post implant realize band, during the second fill on (B)(6) 2011, the port he could not be located. The patient was sent for a fluoroscopy and found that the port had moved. The adjustment was completed and the patient was released home. The surgeon informed the patient that he would like to reposition the port. Patient reports feeling some pulling at the port site, but has no inflammation or soreness at this point. The surgeon stated that he noticed some inflammation at the port site internally during the fluoroscopy. The patient is having the same feeling of restriction as with the first fill. At this time a second procedure has not been schedule to reposition the port.

Manufacturer narrative:
(B)(4). Information was not provided by contact. Information unavailable. The device was not returned. Device remains implanted.